Event description:
Immucor echo automated blood bank instrument resulted a false positive antibody screen on (B)(6) 2016. Two units of immediate spin compatible blood were transfused. On (B)(6) 2016, a type and screen for crossmatch was ordered. The antibody screen performed on the echo was positive and an anti jkb was identified. The pt specimen from (B)(6) 2016 was repeated on the echo and the antibody screen was now positive - antibody identified as jkb. The echo had generated a false negative antibody screen on (B)(6) 2016 which then led to a transfusion of 2 units of jkb positive packed cells which were immediate spin compatible but combs crossmatch incompatible. The pt had a delayed hemolytic transfusion reaction. Immucor was notified of the incident and opened ticket #(B)(6). Because of this near miss, our hospital lab will no longer be using this instrument for any transfusion testing. Both specimens sent to our blood center on (B)(6) 2016 for independent confirmation.